Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had given himself a maximum bolus of 25 units that was not programmed. The paramedics were called and the customer was treated. No troubleshooting was performed. No further details provided.